Event description:
It was reported that an infusion set issue occurred when three insets would not deploy correctly, and replacements with connectors were provided; the device component implicated was the cannula and the problem aligned with improper or incorrect procedure or method during set deployment. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, while a usage problem was identified related to infusion set deployment involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.